Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential and t-wave oversensing resulting in an inappropriate shock. The patient was scheduled for a follow up appointment for further troubleshooting. The patient was reprogrammed to the alternate vector until the follow up. During the follow up appointment, there was an additional inappropriate shock identified. Additional troubleshooting and screening was completed in all vectors. The device was manually reprogrammed to the secondary vector with the smartpass feature off and will continue to be monitored with increased scheduled follow ups. This device remains in service. No adverse patient effects were reported.